Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient did not experience a myocardial infarction (mi) within 72 hours prior to the index procedure. Target lesion was a de novo and ostial lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 12.0mm long with a reference vessel diameter of 4mm. Mild calcification and severe vessel tortuousity were present. The target lesion was treated with direct stent placement of a 4.00x12mm study stent. Post-dilatation was not performed and the residual stenosis was 0%. The patient had a non-target lesion located in the mid left anterior descending (lad) and a non-target lesion located in the left main coronary artery (lmca) which were treated during the index procedure. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced cardiopulmonary arrest. The patient presented to the emergency room complaining of chest pain which started prior to arrival, felt bloated and abdominal pain for the past 3-4 days, and did not feel well for the past 3-5 days. The patient had an elevated international normalized ratio (inr) and was holding his coumadin for the past few days. The patient had cardiopulmonary arrest twice in the emergency room, was intubated, and successfully resuscitated. The patient received 2 packed cells. The next day, the patient was transferred to the intensive care unit (ICU) due to previous cardiopulmonary arrest. The patient's troponin was elevated at time of admission, indicating either ischemic demand or acute myocardial infarction. Throughout the hospitalization, the patient required cardiopulmonary resuscitation (CPR), bicarbonate intravenous (IV), packed cell, and increasing pressors, including epinephrine, vasopressin, and phenylephrine. The patient experienced cardiac arrest twice, and ultimately died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient had been passing dark stools. The patient experienced two episodes of cardiopulmonary arrest in the emergency room, was intubated, and successfully resuscitated after cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) protocols were initiated. The patient received 2 units of packed cells and was maxed out on an epinephrine drip. The patient was also treated with a bicarbonate drip. The patient was also noted to have renal insufficiency and metabolic acidosis. The following day, the patient was admitted to the intensive care unit (ICU) in critical condition. Diagnoses at time of admission included: symptomatic anemia, coagulopathy, symptomatic gastrointestinal bleed, hyperglycemia, renal failure, and status post cardiopulmonary arrest twice in the emergency room (ER). The patient was hypothermic and was put on a bair hugger warmer. The patient experienced two additional episodes of cardiopulmonary arrest in the ICU.